Event description:
On (B)(6) 2013, a female patient underwent aaa repair. Calcification right below the renal arteries was confirmed but the patient's anatomical form was suitable for endovascular repair. After placing a main body and two iliac leg grafts, proximal type I endoleak was confirmed. The physician attempted to place a main body extension, but its delivery system would not advance to the target site. He gave up on placing the main body extension and performed the additional ballooning. Slight leak was still persisted but the physician decided to take a wait and see approach and completed the procedure. The patient's condition is unknown as not provided by reporter.

Manufacturer narrative:
Patient outcome was not provided by the reporter. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.